Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va072e3, implanted: (B)(6) 2013, product type lead. Product ID 3389s-40, lot# va072e3, implanted: (B)(6) 2013, product type lead. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
Additional information received from the patient via a manufacturing representative (rep) reported that the patient was concerned about impedance because the battery voltage fluctuated when groups were changed. It needed to correlate with frequency changes between groups. All impedances checked were normal even with different patient positioning. This issue concerned the patient after seeing a programming clinic. A new group with 130 hz resulted in battery voltage going up to 2.7v. When the original group was programmed with a 180 hz frequency, the battery voltage was 2.5v and elective replacement indicator (eri). The rep reassured the patient all impedances were within normal range and additional draw on the battery with higher frequency was reasonable. A replacement of the implantable neurostimulator (ins) was noted due to end of life. The issue was resolved at the time of the report. The device was going to be shipped back to the manufacturer. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomalies. The battery was at normal end of life and the telemetry/output was ok. Conclusion code of 92 no longer applies.

Event description:
It was reported that the patient had gone into the healthcare professional¿s (hcp) office on (B)(6) 2015 and battery voltage was 2.90 volts. The patient was having good relief but his balance was not good so the patient was given a new group b with a monopolar right side and a bipolar left side. The left subthalamic nucleus (stn) had more mild symptoms so it was changed to bipolar and the patient was doing well after that. The patient¿s wife had called the hcp on (B)(6) 2015 and noted that the patient had more symptoms return which included tremor and the patient felt off; symptoms had started a week prior to (B)(6). The patient programmer was used and the patient saw 2.61 volts and the elective replacement (eri) message. The patient switched back to group a which had a right and left monopolar setting and the battery voltage moved back up to 2.88 volts in a matter of 15-20 minutes. The patient¿s balance was better on group b. The patient had come in on the date of this report and was switched back to group b and voltage was showing 2.88 volts. There were no falls or traumas reported. Impedances were checked at 3 volts and they were all fine between .7ma and 1.5ma. The patient was programmed for group a as follows: c 2, 2.9 volts, 60, 130 and c 10, 3.3 volts, 120 and 130. Group b was left -2 +3, 3.5 volts, 60, 180 and right was c+ -10, 3.5 volts, 120, 180. There was a 50% or greater symptom reduction. It was unclear what the cause of the event was and it was likely device related. Reprogramming was required. It was likely an intermittent short between contacts 2 and 3, depleting the residual battery life. The deep brain stimulator was interrogated. The left stn electrode impedance at 1.5v on contacts 2 and 3 showed low at 234 and at 3v there were no problems found. The patient had experienced a loss of therapeutic effect that had been sudden, a breakthrough tremor. The patient had also experienced a loss of stimulation that was sudden. The battery had depleted with 2 and 3 bipolar configuration and they had reprogrammed with contacts 1 and 2 and the battery voltage had returned to baseline. The patient had recovered without permanent impairment.